Event description:
It was reported to medtronic minimed that the customer reported lost sensor signal and experienced hypoglycemia with blood glucose value of 54 mg/dl. The event involved product(s) mmt-7040a, mmt-332a, unomedical, mmt-1884, mmt-7841zn. Troubleshooting was performed. The customer reported a loss of communication between the transmitter and the pump. The customer requested to run tester procedure for the transmitter. Led light blinked when the transmitter was connected to tester but transmitter did not communicate after running tester procedure twice. The customer received a change sensor alert. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was not performed. No further patient complications were reported. No product return is required for mmt-7040a, mmt-332a, unomedical, mmt-1884, mmt-7841zn.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit received and placed unit under microscope and found contamination/moisture damage inside the female connector, and at the connector pins. In conclusion, unable to perform functional test, verify rf/ble/downgrade/association/accuracy test due to the contamination damage. The customer complaint of communication, and unexpected alert/alarm could not be confirmed. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.